Event description:
It was reported that the pt was recharging more than expected. The ins was not holding a charge. The pt had not used the stimulation very much in the two weeks since implant, only an hour or so. The 8840 programmer recharge stats indicated that she was getting it charged to 100%. The pt indicated that it would be fully charged and still would not be any charge in the ins. The pt had two devices and the other device charged just fine. Ins is consistently showing less ins battery level than either the pt programmer or the 8840 programmer. Additional info indicated the hcp did a lead revision and possibly ins replacement. Group impedance: lead 1 - 377, lead 2 - 193. Lead 1 programmed as 4-, 5+, 6-, 7+ and lead 2 programmed to: 0-, 1+, 2-, 3+. Based on the impedance and charging info provided; it was recommended to replace ins and send in for analysis. No further outcome was reported.